Manufacturer narrative:
(B)(4). Date of initial report: 04/26/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use, it was noticed that the grounding pad had an area with exposed metal that is usually covered with gel. The pad was not used on a patient. Covidien's initial evaluation found the termination cover was missing.

Manufacturer narrative:
(B)(4). Evaluation of the incident sample confirmed the termination cover was not installed over the foil tabs and wire terminations. This was due to a manufacturing error. No trend has been identified for this failure mode.